Event description:
It was reported that a customer experienced issues with their t:slim insulin pump leading to difficulties in restarting the device. There was no adverse impact on the customer's blood glucose level. Tandem diabetes care's technical support was engaged to assist, guiding the customer through filling and loading a new cartridge. Initially, a cartridge change error occurred, but eventually, the problem was resolved, allowing the customer to resume insulin delivery.